Event description:
It was reported that the patient contacted boston scientific technical services to report their subcutaneous implantable cardioverter defibrillator (s-ICD) has suspected premature battery depletion. The patient noted that the physician will continue to monitor the patient at this time. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed due to additional information. It was reporting that this device was beeping. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The data also shows a large number of magnet detections and beeping. The device remains implanted, however technical services recommended explant. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects. 03/30/2021: it was reported that the patient contacted boston scientific technical services to report their subcutaneous implantable cardioverter defibrillator (s-ICD) has suspected premature battery depletion. The patient noted that the physician will continue to monitor the patient at this time. The s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed due to additional information. It was reporting that this device was beeping. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The data also shows a large number of magnet detections and beeping. The device remains implanted, however technical services recommended explant. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed due to additional information. It was reporting that this device was beeping. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The data also shows a large number of magnet detections and beeping. The device remains implanted, however technical services recommended explant. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects.